Manufacturer narrative:
One nt 1100 neurotherm rf generator, model # rfg-nt-1100-240, was received for repair. No visual anomalies were detected in this visual inspection. Ac power was applied to the rf generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation and testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified.

Event description:
During a pulsed radiofrequency ablation procedure, there was an error and the touchscreen of the generator did not function and the procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the touchscreen of the generator did not function and the procedure was cancelled. There were no adverse patient consequences.